Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have damaged the pneumatic tap on the pump while loading a cartridge outside of the load sequence. Reportedly, the damage caused elevated blood glucose levels. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.